Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 83% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products: 4469 competitor implantable pacing lead, implanted: (B)(6) 2004; 0184 competitor implantable tachy lead, implanted: (B)(6) 2004; 4517 competitor implantable pacing lead, implanted: (B)(6) 2005; 4403 competitor implantable pacing lead, implanted: (B)(6) 2010; 638bl34 heart band, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient called to report "my heart rate shoots up with minimal activity. Some days my heart rate is 120 beats all day." The patient called back again and noted laying down the patient feels heart will "jump" from chest. The patient called a third time and indicated the device was defective. Follow up was made to the patient's clinic. The nurse said the patient's device was at elective replacement indicator (eri) and the patient's symptoms were due to atrial fibrillation (af). There was no malfunction and no allegation against the performance of the device. Patient is reporting device was replaced again and was informed it was due to shocks. The patient said "I have never had any shocks. I am in atrial fibrillation (af) all the time but still the batteries should have lasted longer." The patient called back to report "passing out episodes that started after that device was implanted". No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient called to report "my heart rate shoots up with minimal activity. Some days my heart rate is 120 beats all day." The patient called back again and noted laying down the patient feels heart will "jump" from chest. The patient called a third time and indicated the device was defective. Follow up was made to the patient's clinic. The nurse said the patient's device was at elective replacement indicator (eri) and the patient's symptoms were due to atrial fibrillation (af). There was no malfunction and no allegation against the performance of the device. Patient is reporting device was replaced again and was informed it was due to shocks. The patient said ¿I have never had any shocks. I am in atrial fibrillation (af) all the time but still the batteries should have lasted longer." No patient complications have been reported as a result of this event.